Event description:
A customer observed a non-reproducible, lower than expected vitros phyt quality control result (biorad 40753 result = 17.5 ug/ml vs. Expected result of 23.8 ug/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. No patient samples are known to be affected. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected vitros phyt quality control result was obtained. Patient results were not known to have been affected. An ocd field engineer performed "as needed" maintenance to multiple analyzer subsystems. However, it could not be confirmed that the equipment issues addressed by service were related to the event. The investigation could not determine a definitive root cause. However, an instrument and/or reagent related issue cannot be ruled out as contributing factors to the event.